Event description:
The patient experienced back pain. An x-ray revealed the catheter had sheared and migrated. The catheter was removed from the intrathecal space. A new spinal segment was placed and connected to the existing pump segment piece. The new portion of catheter was primed. The pump was used to deliver baclofen (2000 mcg/ml) following the catheter revision, the dose was decreased from 152 mcg/day to 96 mcg/day. As of (B)(6) 2012, the reporter had not been made aware of any issues concerning the patient/event.

Manufacturer narrative:
Concomitant medical products: catheter model # 8709sc lot # n283098003 implanted on: (B)(6) 2011 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).